Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, yellow particle in the shell and device appearance (observed 40 mm dark patch edge material inside gel device.). Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b5, d6b, d9, g1, h3, h6.

Event description:
Patient reported right side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3, and exchange from textured to smooth implants due to the patients concern with the product.

Event description:
Patient reported right side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional reported "textured implants" and "capsule grade(s) 3". Device remains implanted.